Event description:
It was reported that the pump was replaced on 2014-(B)(6). The symptoms that were previously reported had almost completely resolved at the time of the pump replacement. Per the physician, the patient was currently doing well and appeared to be receiving effective therapy. At this time, it was unclear whether the fluid in the pocket was due to a pocket fill or a non-visible tear in the reservoir septum.

Event description:
It was reported the actual residual volume is greater than the expected residual volume. Arv: 4.9cc, erv: 2.7cc. Per the reporter the day before the report they were with the follow up hcp performing a refill there was this reservoir volume discrepancy. The reporter was unaware of any other previous discrepancies because the hcp does not always have other manufacturer reps/people in the refill procedures, doing the last one on his own and did not mention anything to the caller about any other discrepancies. Per the reporter they were concerned about the patient and that the patient had a lot of comorbidities with complex regional pain, which the pump was supposed to be covering, psychiatric issues etc. It was also noted that the patient for the past few months had seen a small amount of fluid coming from the refill injection site when the hcp takes the needle out of the refill port. The hcp thought there maybe a refill port septum leak. The reporter also stated that they thought the area around the pump looked a little puffy because the patient had an average build body and the pump protrudes/sticks out more than usual but the reporter did not palpate the area around it because the hcp did not want the patient touched /palpated. It was further noted that immediately following the refill the day before the report and then worsening overnight the patient experienced severe lethargy, fatigue, headache, lack of focus, vomiting and very light headed. The patient informed the clinic the day before the report and the day of the report about the issue. The symptoms improved through the morning of the report but not back to 100%. The patient was at the follow up hcp¿s office. 20cc¿s was supposedly filled into the pump reservoir yesterday and the day of the report they accessed the reservoir and only 3cc¿s were aspirated. The hcp put the 3cc¿s back into the reservoir volume and updated the programming to reflect that volume. The hcp then aspirated 35cc¿s of fluid from the pump pocket. Per the reporter as far as they were aware there had been manufacturer refill kits used for the refills at the clinic. It was also noted that back on (B)(6) 2013 the patient to the hospital and a pump refill was done there. The reporter believed that a manufacturer representative brought a refill kit to that refill but could not confirm a proper needle was utilized for that refill. Since then the patient had experienced more frequent intense headaches and substantial lethargy that has increased over the last 8 weeks. It was also reported that on (B)(6) 2013 there was a drug infusion system assessment done because the patient was experiencing a "twinge" in his back (B)(6) 2013. The catheter dye study was done and catheter found to be patent. The patient¿s back issue resolved but the reporter did not know when it resolved. The plan was to replace the patient¿s pump and send it to the manufacturer for analysis. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
On 8/4/2014 information was received from a representative indicating that at one refill the patient said that 50 cc's of fluid had been aspirated from the pocket. One healthcare provider thought it sounded like a cerebrospinal fluid (csf) leak. A blood patch was done at some point, but no further details or timeline was provided.

Event description:
It was later reported that the pump was replaced on (B)(6) 2014 due to a possible reservoir septum tear and the previously reported symptoms. It was noted that the physician wanted to rule out a pocket fill versus a reservoir septum tear/leak. Following the pump replacement, the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Marks on the pump septum were consistent with accessing the pump¿s reservoir. The septum marks were typical in size and shape. Pressurized water was used to test the septum. The septum was inspected for leaks and no fluid was seen coming from the septum. The test was continued for an additional minute and again no leaking was seen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n165213, implanted: (B)(6) 2008, product type accessory; product ID 8709sc, lot # n173703007, implanted: (B)(6) 2008, product type catheter. (B)(4).